Event description:
Customer reported a psych. Patient attempted to get out of bed catching the foley bag causing him to fall and hit his head on the floor. They performed a cat scan and found bleeding but did not know if the bleeding was caused by the fall.